Manufacturer narrative:
Review of returned pre-implant cta¿s revealed that the patient had a 4.6cm max diameter aaa which contained thrombus (2.5cm diameter flow lumen). The proximal neck flow lumen diameter just below the lowest left renal was 21mm, and the neck contained significant thrombus. The distal aortic diameter was 24m x 21mm, with some calcification present. The right common iliac artery flow lumen diameter ranged from 14 ¿ 13 ¿ 11 mm and the left common iliac artery diameter ranged from 12 ¿ 9 ¿ 15mm. The iliacs were non-tortuous with some calcification present. Review of angiogram images at implant revealed that the bifurcate was brought up the left side and positioned just below the level of the renals, with the contra gate oriented to the patient¿s left side. Per the calibrated catheter, the length from the lowest left renal artery to the aortic bifurcation was approximately 110mm. The bifurcate ipsilateral limb was seen completely deployed to within 1cm of the bottom of the sac; the ipsilateral limb opened to the right side and the distal end of the contra gate was approximately 15mm above the distal ipsilateral limb. No unusual stent graft findings were observed. The d-s had not been recombined or removed from the patient; the bifurcate delivery system graft cover was just distal to the ipsilateral limb (near the lcia origin). The next image showed that the bifurcate d-s was in the same position (within the ipsilateral limb), and from the right side 2 limbs had been placed into the right/ipsilateral limb. (Images during gate cannulation attempts and implant of the 2 limbs were not seen in the films). The proximally placed 1st limb was positioned within the ipsilateral limb from the level of the flow divider extending approximately 2cm distal to the bifurcate ipsilateral limb. The 2nd distally placed extension was seen positioned in the ipsilateral limb from near the level of the gate, extending distally into the rcia to just above the iliac bifurcation. Angiogram injection confirmed that the contra gate had not been cannulated or extended with limbs; contrast was seen coming out of the contra gate. The bifurcate aortic body was then seen ballooned, the tip had been recombined with the spindle, and the ¿trapped¿ delivery system was seen pulled out of the bifurcate/patient. A calibrated catheter was seen within the left iliac system extending up through the device (placement of the wire was not seen). It could not be confirmed if the contra gate was cannulated as the limbs are in a-p view. From the left side a limb was seen implanted into the left iliac artery. During removal of the left limb d-s it was evident that this limb had been implanted into the bifurcate ipsilateral limb instead of the contra gate. The proximal end of this limb was just below the flow divider, and the distal end extended into the left iliac artery. The d-s was then seen successfully removed from the patient¿s left side. Final angiogram showed contrast coming out of the open contra gate and both limbs were patent. The cause of the cannulation difficulties could not be determined. Images showing the attempted gate cannulation were not seen on the films. Cannulating the bifurcate ipsilateral limb instead of the contra gate appears likely user related. Lack of clear visual separation between the ipsilateral limb and gate may have contributed. There were no obvious stent graft or anatomy issues seen on the films that could explain the observed procedural issues.

Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52 mm in diameter abdominal aortic aneurysm. The proximal aortic neck is 23 mm in diameter and 32 mm in length with 10% angulation. There was moderate tortuosity and calcification. It was reported the stent graft was deployed on the ipsilateral side, with failure to cannulate the contralateral gate. The ipsilateral limb was cannulated with the bifurcate in place. The devices were explanted and a hemashield graft was implanted. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.